Event description:
The customer contacted physio-control to report that if their device is pressed anywhere near the charge button, it charges to 200 joules. In this state incorrect defibrillation therapy may be delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
At this time, the customer has not agreed to return the device for the investigation. The device was not returned to redmond. The reported issue could not be verified, and root cause could not be determined. H3 other text : d.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that if their device is pressed anywhere near the charge button, it charges to 200 joules. In this state incorrect defibrillation therapy may be delivered. There was no patient involvement reported with the event.